Manufacturer narrative:
As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scienitfic received information that this acute transvenous right ventricular (rv) lead was surgically re-positioned to address ventricular undersensing. The patient was noted as pacemaker dependent. There were no reported adverse patient outcomes beyond the need for early surgical intervention.